Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the stopper on two 60 ml bd¿ syringes with bd luer-lok¿ tips when drawing up medication. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received one (1) syringe of 60ml from the customer to the columbus plant for evaluation revealing leakage past the stopper. Therefore the failure mode is verified. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe. A complaint history check was not performed as the lot number is "unknown" for this complaint. Conclusion: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Therefore, care must be taken when the plunger rod is extended during application of the syringe.